Event description:
It was reported that upon removal of the protective sheath, the tip of the catheter appeared to be damaged. Analysis of the returned device revealed that the soft tip had separated and was missing. This is being reported based on analysis of the device.